Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. Concomitant medical products- model: dtba1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6)2014 model: 419688, lead; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes, oversensing non-physiologic noise, high impedance and noise resulting in the patient receiving an inappropriate therapy. A lead fracture was confirmed. The low voltage, pace/sense portion of the rv lead was capped and an existing low voltage, pace/sense was uncapped and utilized. No further patient complications have been reported as a result of this event.